Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor becoming unpaired from the ilet while the dexcom app continued to display glucose readings, and the user restarted the pairing process after device toggling, restart, and re-entry of the pairing code. Symptoms included no change in blood glucose. Outcomes included no impact to clinical status and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and guidance to reinitiate the pairing process. Investigation of this case revealed a communication and connectivity issue between the cgm and the ilet without evidence of sensor failure or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or pairing issue resolvable through standard troubleshooting.